Event description:
The customer felt that the insulin pump no longer delivers the correct amount of insulin once the reservoir reaches 50 to 60 units. The customer stated that all of the programming is correct, but doesn't feel comfortable with the insulin pump and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.